Manufacturer narrative:
One 72202901 footprint ultra pk suture anchor product used in treatment, was returned for evaluation. Instructions for use confirms instructions, precautionary statements and recommendations for proper use of product. No anchor was returned for this device. No suture was returned. Only the inserter itself was returned. There was obvious damage. The inner rotational shaft was visibly bent off axis. The symptom is consistent with loss of axial alignment and excess torque applied. The inner shaft advanced and retracted with rotations. Audible click upon rotation of the torque limiter was confirmed. Per instructions for use: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Prep instrument for normal bone conditions is a 3.8mm straight awl. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during a rotator cuff repair the footprint ultra broke outside the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.